Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Event description:
It was reported that patient underwent a right total hip arthroplasty in 1993. Subsequently, the patient was revised on (B)(6) 2015 due to polyethylene wear. The liner and modular head were removed and replaced.